Manufacturer narrative:
The investigation was conducted using the glucose data synced by the customer to the data management system (dms), the cloud-based platform supporting the eversense system. Based on the investigation analysis, on (B)(6) 2025, the sensor glucose (sg) value was "out-of-range" low as it was below 40 mg/dl and no blood glucose (bg) value was entered into the system for confirmation. Since the sg value was below low glucose alert threshold, the system asserted low glucose alert. To address the discrepancies, the issue was escalated to next level support who reviewed the glucose data synced into the dms. The data review revealed transient optical instability around the reported time frame. The system was also monitored for a few days and was observed that it stabilized with better agreement between bg entries and sg readings. The inaccuracies observed by the customer was most likely due to transient optical instability. The customer has continued to use the system without further issues. No further investigation was found necessary for this complaint. B4. Date of this report 21 august 2025. G3. Date received by the manufacturer? 21 august 2025. H3. Device evaluated by manufacturer? Yes. H6. Type of investigation updated to 4121. H6. Investigation findings updated to 3224. H6. Investigation conclusions updated to 4315.

Manufacturer narrative:
The manufacturer is currently performing investigation and the results will be provided in the supplemental report.

Event description:
On (B)(6) 2025, senseonics was made aware of an incident where the patient complained of false hypoglycemic alerts from the eversense e3 cgm system. The event happend on 28-jun-2025 at 07:24 pm. The sensor glucose (sg) reading was not available as it was below 40 mg/dl whereas blood glucose (bg) meter showed 120 mg/dl. The system alerted the patient with "out of range" low glucose alerts. The patient did not have to take any actions as bg value was in normal glucose range.